Manufacturer narrative:
Product analysis: at analysis it was noted that when the stylus was moved on the screen the cursor did not react and it was determined that the xy board was defective. It was also noted that the company logo button was broken. The xy board and the logo button were replaced, the touch screen was calibrated, new software was installed and the device cleaned. It passed its electrical safety as well as all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventive maintenance and evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.